Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an carescape r860 when it was alleged that the unit stopped ventilating. It was reported that the patient desaturated to 40%. The patient was manually ventilated with an ambu bag and switched to another anesthesia machine. The patient's saturation recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed and the root cause could not be determined. The gehcâs field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.